Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 3 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during the patient¿s clinic visit on (B)(6) 2018, log files were submitted to the manufacturer¿s technical services representative for review due to known frequent low flow alarms. Fifty low flow events were observed throughout the log file. On (B)(6) 2018, the physician reported that the inflow conduit was malpositioned and there was a 90 degree kink in the outflow graft. Subsequently, the patient¿s pump was exchanged on (B)(6) 2018.